Event description:
The product complaint report shows the customer alleged the 7200 ventilator's alarm failed to activate during a test. It was verified that the unit was not in use at the time of the event and there was no pt involvement. The customer replaced the main power switch. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.